Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Ge healthcare recommended to the hospital to replace the overflow safety trap.

Event description:
The hospital reported the suction regulator was not operating as expected. There was no reported patient involvement.